Event description:
Impedance measured 95 ohms on (B)(6) 2020. Sent report to engineers and they said risk of lead failure to use unipolar. I called caller back and she said impedance fine now bipolar and they would monitor I asked about lead monitor and she said it is on-it is on monitor only. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).